Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited intermittent capture, high pacing thresholds and noise. The lead was not used and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.